Event description:
Report received of a tubing separation. The anesthesia tech was preparing infusion setups for the day's surgeries. When she opened one set's packaging, she noted the tubing was separated from the upper y-site leg. There was no pt involvement and no delay in critical therapy.